Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/12/2024, it was reported by a sales representative via (B)(4) that an ar-1288qis-100 quadlink implant system broke. This occurred during an acl primary reconstruction when the flipcutter iii in the 10mm quadlink implant system broke while reaming the tibial tunnel. The outer shaft that attaches to the flipcutter iii dial housing broke loose from the plastic resulting in the inner mechanical mechanism breaking as well. At that point, they had to use the graspers to force the flip cutter blade to close so that they could remove it from the joint. This added substantial time to the case.

Event description:
On 09/17/2024 additional information was received by a sales representative via email who stated that another flipcutter iii was used to complete the procedure. All fragments were retrieved from the patient. No photos were taken. The device was discarded into a sharps bin.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.